Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This supplemental report is being filed to relay corrected information, and information that was not available at the time of previous reports. Methods: actual device evaluated, visual inspection, manufacturing review. Results: fracture problem. Conclusions: evaluation conclusion, design deficiency. Review of the device history records (DHR) identified no deviations or anomalies. The product was returned. Complaint sample was evaluated and the reported event was confirmed. This device is used for treatment. No x-rays are available. A complaint history search identified no other complaints for the part and lot combination of the reported implant. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility of implants used together cannot be performed with the information available. A previous investigation into segmental hyperextension found that damage to the implant could occur under worst case loading conditions and allow hyperextension. The following potential contributing factors were identified: patient factors such as high bmi and/or abnormal gait, surgical technique factors, and excessive distraction of tissues to insert the drop down post into the tibia bushing. Corrective actions included improved design while continuing to monitor the existing design. The improved design consists of an extended boss on the poly box component and corresponding pocket in the distal femur to improve hyperextension resistance. FDA recall z-0783-2014 contains the segmental poly box part number, and field action was initiated in (B)(6) 2013. The reported product was implanted after the field action which updated the surgical technique and instructions to use; the manufacture date is prior to implementation of the associated corrective and preventive actions. A previously identified design issue was identified as the root cause for this event.

Event description:
It is reported that the patient's zimmer segmental system was revised two months post implant due to hyperextension of the knee and fracture of the segmental polyethylene insert. Only the polyethylene insert was exchanged during this revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to post-operative breakage of the articular surface implant.